Manufacturer narrative:
(B)(4).

Event description:
It was reported that saline leak occurred. A 1.25mm rotalink plus was selected for use. During testing outside patient, it was noted that burr leakage occurred. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's condition was normal.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for evaluation. An initial examination of the complaint rotablator plus unit was carried out. No issues were noted on visual inspection. The handshake connection was inspected and a kink was noted in the coil on the distal end of the handshake connection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that saline leak occurred. A 1.25mm rotalink¿ plus was selected for use. During testing outside patient, it was noted that burr leakage occurred. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's condition was normal.